Manufacturer narrative:
The insulin pump had button error alarm due to corroded on keypad traces. No moisture damage was found on electronic assembly and motor.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 230 mg/dl. The customer stated that she was on vacation and the pump alarmed button error. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer mentioned that she wore the pump in her bra. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.